Event description:
It was reported the device was explanted due to premature battery depletion. An additional report of charge circuit timeout was also received, the reason was not known. No patient complications have been reported as a result of this event.

Event description:
It was reported the device was explanted due to premature battery depletion. An additional report of charge circuit timeout was also received, the reason was unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: analysis determined that arcing occurred on the transformer and in the charge circuit. The arcing damaged the transformer secondary circuit and left the device unable to charge the high voltage capacitors. There was also external arcing on the device, but it is unclear if that had any effect on the transformer arcing. Data shows that the arcing to the shield likely occurred long before the transformer arcing. Further analysis also determined the reported charge circuit problem was caused by a failure of the charging transformer. Other: it was reported the device was explanted due to premature battery depletion. An additional report of charge circuit timeout was also received, the reason was not known. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, charge, failure to, premature eri (elective replacement indicator).